Event description:
It was reported that a pt had to have the band explanted due to a port site infection and abscess around the band. The pt is in good health. The device is being returned for analysis.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.